Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise was observed on the right ventricular lead. Several programming changes like raising sensitivity were attempted, but were not successful. The lead was explanted and replaced on (B)(6) 2018. Patient was stable prior, during and post procedure.